Event description:
It was reported that the piston did not stop during the prime process. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose motor support disk, and it was unable to prime during the prime test as a result of the loose motor support disk.